Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Retained by hospital.

Event description:
It was reported that patient's pelvis (side unknown) was revised due to the 3.5mm screw backing out of the pro infrapectinial plate.